Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with elevated capture thresholds on their right ventricular lead. There were no changes to lead impedance. Programming changes were made to address the issue. A lead revision was discussed but not yet scheduled. The patient was asymptomatic.